Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra meter prompted an error 4 message. The medical affairs specialist reviewed the customer care advocate (cca) documentation. The reporter stated that the issue happened four days prior, at 9:30 pm. The reporter stated the patient called emergency medical services (ems) at that time because he was not able to test his blood sugar. It was stated that ems tested the patient on their meter at around 9:30pm, but the reading was not provided. The patient reportedly received 10 units of an unknown type of insulin as treatment from emergency medical services. The reporter confirmed the patient did not suffer any symptoms at any time during the issue. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The test strips were within expiration dating and in good condition. The meter was not exposed to temperature outside acceptable range. The product is not new (out of box). The issue was resolved with a new vial of test strips. This complaint is being reported because the patient allegedly was not able to test on his meter, called emergency services, and was reportedly treated with insulin.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.